Manufacturer narrative:
Reporter returned one toothbrush head on (B)(6) 2018. Product investigation is in progress.

Event description:
Internal part broke- oral-b brush head [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via letter on (B)(6) 2018 that after a quick use of an oral-b brushhead, version unknown, an internal part broke, and this occurred three times with the same package. The consumer returned one toothbrush head with the letter and described that a metal item was included. No symptoms were reported. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.